Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the adapter plate was very loose which caused the latch to fail to open, stay locked and the latch was hot to touch. A field service engineer confirmed that it was just warm, there was no burning smell, replaced the latch and confirmed with the customer that the issue had been resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had refrigerator that was not detected on communication bus. The customer reported that there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.